Event description:
Consumer claims to have had ear pierced with the inverness ear piercing system at a retail vendor in 1999. Pt sought medical treatment for an infection at the piercing site on 8/26/1999 and an oral antibiotic was prescribed. Pt returned for medical treatment on 08/31/1999 and i.v. Antibiotics were administered and an incision and drainage was performed. Oral antibiotics were continued.